Event description:
Caller states that the pt tested 1.3 inr on the coaguchek system and 1.72 inr on a comparison lab. No action was taken based on coaguchek system results. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent. Comparison performed at a medical facility. Coaguchek system: meter , strip lot 357a, 01/31/2008.

Manufacturer narrative:
Suspect device is strip lot 357a, cat/3116247, exp 01/31/2008.